Event description:
A cartridge change error on the pump was reported. The customer's blood glucose level did not exceed 500 mg/dl and was therefore within a safe range. Technical support instructed the caller on inspecting and cleaning components of the pump, successfully guiding them through the load process, allowing them to resume insulin administration. No cartridge replacement was necessary, and the caller was advised to monitor system performance, which they acknowledged.